Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was an infection with erosion of the device through the pocket. The device was explanted and a new pocket was created where the new device was implanted. The patient was stable.